Manufacturer narrative:
The reported device was received for evaluation. Upon inspection the suction line, vacuum feedback line, and rf cable were found to be cut, therefore, functional testing was unable to be performed.

Manufacturer narrative:
As of today the reported device has not been returned for evaluation. If the device is returned a follow up will be filed as needed.

Manufacturer narrative:
The investigation is still in-process and a follow-up will be filed as needed. Device evaluated by MFR: the device has not yet been returned therefore, a failure analysis of the complaint device cannot be completed. Device history record (DHR) review was conducted for the reported identification number. The lot was released meeting all qa specifications. Internal complaint reference: (B)(4).

Event description:
It was reported that during a novasure endometrial ablation the physician first used the scope and noted an intact uterus. The ablation procedure was completed without issue and the physician scoped post ablation and noted a perforation. A laparoscopy was performed and it was determined there was no bowel involvement, but "two distinct thermal injuries to the exterior of the uterus" were noted.